Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and no failure was confirmed in the received sample since met with the product specifications. A visual inspection was performed, and it was observed all the components are assembled properly at the tube, no kinks were observed in the tube neither occlusions, a dimensional test was performed outer diameter of the tube this reading is within specification, inner diameter of the tube was measured this reading is within specification, both readings are according to. In addition, a previous investigation was performed for the reported failure mode (kinked tube) and no kink tube was identified as a failure mode on extrusion or any part of the assembly operations or packaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bronchoscope was unable to be passed through endotracheal tube (ett). During this time pts tidal volumes became greatly reduced, no noted drop in o2 saturation. It was indicated that patient¿s ett was kinked in oropharynx causing occlusion. The tube was ¿kinked¿ in the back of the throat and they had to hyperextend the patient¿s head to get the ett straight. It was indicated that patient was intubated.